Event description:
It was reported that this implantable pacemaker battery, which was expected to last more than 10 years, required replacement after 6.5 years. Additional information which indicated that this pacemaker exhibited premature battery depletion (pbd) and high pacing thresholds. Data from the device analysis identified potential high impedance within the battery. This pacemaker was explanted, a new device with a different model was successfully implanted and was returned for analysis. No additional adverse patient effects were reported.